Manufacturer narrative:
Follow-up #1: date of submission 11/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the returned battery cap was returned undamaged and able to fit appropriately to maintain an electrical connection. A call service alarm was reproduced upon power up and could not be cleared with a reboot. A call service alarm failure event was observed in the black box. Complete testing was prohibited due to the call service alarm which indicated that there was corruption in a language file. Unrelated to the initial complaint, the display screen was observed to be dim and reddish in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).